Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the bolus recommendations provided by the blood glucose monitor are not accurate, which resulted in hyperglycemia. The patient was hospitalized for hyperglycemia, the blood glucose results and treatment provided at the hospital were not provided. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged.